Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was having issues with the sensors. Caller stated that at the time the customer removed the second senor noticed that the needle stayed in her stomach at the insertion site. Caller also stated that the customer was not able to remove the sensor needle from her site. Advised to attempt to removed the cannula, or seek medical attention to removed it. Nothing further was reported.